Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the legal manufacturer's final investigation. Corrected fields: e1 (title updated to ms.), h6 (changed medical device problem from ¿a191002¿ to ¿a12¿ and component code from ¿g02004¿ to ¿g04137¿) the device was returned to olympus service center for the evaluation and reported problem was not confirmed. Based on the results of the investigation, no root cause because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no shock and was not working at all. The issue was found during a diagnostic demonstration. There was no patient involvement.

Event description:
It was reported that the subject device had no shock and was not working at all. The issue was found during a diagnostic demonstration. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.